Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .

Event description:
It was reported via phone call that the customer had experienced hypoglycemia for the past five weeks. The caller believed that the insulin pump was over-delivering. The patient's blood glucose at the time of incident was 1.9 mmol/l. The customer treated with food. The customer had been using the insulin pump within 48 hours of the reported hypoglycemia. During troubleshooting, no priming or dripping anomalies were noted. However, the reservoir contained less insulin than what was displayed on the status screen. The customer was advised to discontinue use of the insulin pump and revert to their medically prescribed backup plan. The device will not be returned for analysis.